Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units during the load fill tubing process, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.